Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they found the compressor to be faulty. The compressor was overdue for replacement. The unit passed all functional and safety tests.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d8, g1 (contact office, contact person - mfg site), g3, g6, h2, h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they found the compressor to be faulty. The compressor was overdue for replacement. The unit passed all functional and safety tests. The investigation was performed by the sr service technician of the maquet failure analysis and testing dept. The failure analysis and testing department received a scroll compressor with a reported unit failure of automatic refilling error. The fat department performed a visual inspection of the part received and found that the part is in good condition. The fat department installed a scroll compressor in the cardiosave test fixture and tested to factory specifications per cardiosave service manual. The failure analysis and testing department could not verify the failure of automatic refilling error. Retaining the scroll compressor in the fat dept. Per company procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when pressing start button, the cardiosave intra-aortic balloon pump (iabp) had an automatic refill error and treatment could not begin. The unit was replaced with a cs300. It worked properly and was able to begin treatment. There was no patient impact reported. Reference mfg report # 2248146-2024-0000619 for iab catheter used in this event.